Event description:
It was reported to medtronic neurosurgery that the patient underwent surgery for a brain tumor, and that the device was used in conjunction with another type of product to close the surgical wound. The report states that the device was used to replace the patient¿s dura which was removed as part of the procedure. According to the report, when the surgical wound site was examined five days later it was found that the device had dissolved, and that a different type of product was used to reclose the surgical wound. The report states that the patient did not incur an injury as a result of the device and that they had been discharged from the hospital.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use (IFU) that accompanies the device warns that durepair products should not be exposed to expose to any chemicals or substances other than room temperature sterile 0.9% saline. The IFU also cautions that animal study results suggest that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone. This response may increase the incident rates of known risks of dura substitutes, particularly in high pressure gradient applications. If intending to use ancillary products with durepair, ensure the products are applied in accordance with their instructions for use. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.